Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately, eight years post filter deployment, CT revealed penetration of the ivc wall by multiple legs, one projecting to the level of the right lateral margin of the abdominal aorta and one projecting just posterior to the terminal aspect of the aorta. Approximately, five months later, doppler ultrasound revealed a non occlusive thrombus in the right common femoral vein and superficial femoral vein. Approximately two years later, CT revealed of the filter struts have penetrated through the wall of ivc into the peri caval/mesenteric fat. Approximately five months later, CT revealed some of the filter legs extend outside the margin of the ivc. One of these strut extends posterior to the aorta and 1 strut extends along the right medial wall of the aorta. Subsequently, few day later CT revealed an ivc filter and at least 3 separate struts extending beyond the confines of the ivc. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt, filter migration and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post filter deployment, the patient allegedly had a CT scan that showed that multiple legs of the ivc filter were penetrating the ivc wall and had migrated. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information : it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter perforated, migrated to heart, tilted and embedded in wall of the ivc.the device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb perforation and filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post filter deployment, the patient allegedly had a CT scan that showed that multiple legs of the ivc filter were penetrating the ivc wall and had migrated. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.